Event description:
4700-20-003 the sz 3 implant did not seat flush after broaching. This caused a delay in surgery of over 30 mins. Surgeon had to lateralize without a removal instrument before seating the implant.